Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient presented to the hospital due to a syncopal episode. This right ventricular (rv) lead exhibited chronic issues including loss of capture, increased threshold, noise with unknown details, oversensing, and pacing inhibition with asystole less than two seconds. Subsequently, surgical intervention was undertaken and this chronic lead was explanted and replaced with a new lead different model. No additional adverse patient effects were reported. Return of the product is not expected. If the product is returned, analysis will be performed and this report will be updated at that time.